Event description:
As for a couple of cases, patient's brain was swollen after surgery and the craniofix absorbable was misaligned, pushing the flap up from the skull. There was no additional remedial action for the patient. At the moment there is no surgical intervention scheduled. The surgeon stated that the loosened bone flap due to partial detachment of the craniofix absorbable allowed decompression of the cranial pressure. This is because the surgeon does not consider invasive intervention. No patient harm occured.

Manufacturer narrative:
B5: updated. Investigation results: as of the date of this report the complaint product was not provided for investigation. Therefore, a thorough investigation is not possible. Batch history review: due to the fact that no lot number was provided, a review of the device history records for the complained device is not possible. Conclusion and measures / preventive measures: based upon the investigation results a clear root cause conclusion cannot be drawn. There is no indication for a material-, manufacturing- or design-related failure. In the event that the complaint product will be provided for investigation in the future, an update of this report will be provided unsolicited. Based upon the investigations results there is CAPA is not necessary.

Manufacturer narrative:
Manufacturing site evaluation: investigation on-going. Additional information / investigation results will be provided in a supplemental report.

Event description:
It was reported that there was an issue with craniofix. It was reported that the patients brain got swollen after surgery. According to the available information the patient had to be re-examined and decompression of the inside brain was performed. Additional information was not provided nor available / was not available. Additional patient information is not available. The adverse event / malfunction is filed under aag reference (B)(4). Associated medwatch-reports: 9610612-2020-00413 (400480699 ff017).